Manufacturer narrative:
A1: patient identifier: no patient involvement a2: age & date of birth: no patient involvement a3: patient sex: no patient involvement a4: weight: no patient involvement a5: ethnicity: no patient involvement a6: race: no patient involvement d5: operator of device: unknown d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: clinical engineer g4: PMA/510(k): k130520 the actual device has been returned for evaluation. Inspection of the actual sample was conducted. Visual inspection of the oxygenator upon receipt, no anomaly such as a breakage was found. The actual sample was filled with glutaraldehyde-containing saline solution and fixed, and then disassembled. Visual inspection of the oxygenation module found no anomaly in the condition of fiber winding. There was no formation of blood clots that could lead to increasing pressure. The heat exchanger was removed from the outer cylinder and subjected to visual and magnifying inspections. Formation of blood clots was observed. No anomaly such as deformation that could lead to an obstruction was found in the heat exchanger. Visual inspection of the reservoir upon receipt, formation of blood clots was observed on the defoamer of the venous filter near the outlet port of reservoir. No anomaly such as a breakage was found. The reservoir was disassembled, and the venous filter and the defoamer were subjected to visual inspection. Formation of blood clots was observed. The cr filter and the defoamer taken were disassembled from the reservoir and subjected to visual inspection. Formation of blood clot was observed on the cr filter. No formation of blood clot was observed on the defoamer. The manufacturing record and the shipping inspection record of the actual product: no anomaly was found. Past complaint file of the involved product code/lot #. No other similar report was found. Cause of occurrence/conclusion from the investigation results showed the formation of blood clot in the heat exchanger of the oxygenator and on the defoamer of the venous filter of the reservoir. The cause of the increasing pressure at the blood inlet of oxygenator during circulation was likely to be that blood clots had formed in the heat exchanger due to some factor, however, the cause of the clot formation could not be clarified from the state of the actual sample. Relevant instructions for use (IFU) reference: do not reduce heparin during circulation. Otherwise, blood clotting might occur. Adequate heparinization of the blood is required to prevent it from clotting in the system. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the device was filled with priming solution subpack b1 (replenishment fluid for blood filtration) 50 ml, 400 units of heparin, 1 unit of rbc: 127 ml, and 2 units of ffp: 120 cc), and water was removed to 320 ml. Then, it was circulated at a flow rate of 370 ml/m. The pressure at the inlet of oxygenator was 320 mmhg at that time. When it was connected to the operative field circuit and priming was restarted, the pressure at the inlet only dropped to about 300 mmhg though it normally drops to about 100 mmhg. After some time, there was still no improvement. The filter of the reservoir was stained red all the way to the top. Therefore, the oxygenator and reservoir were replaced, added subpack b1, and reprimed. At the time the event was observed, gas was not being blown and the sucker was not running. The replacement was used with no problem. The event occurred pre-treatment. There was no patient involvement. The final impact to the patient condition was not harmed.